Event description:
During a laparoscopic cholecystectomy the clip appliers stuck. Device did not staple correctly after 6 or 7 have been applied. Clip closes on its front side, not on its back side. Some of them are correctly placed, but they do not have an adequate hemostasis. Pt was out of hosp and developed a serious "bilyoma".